Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 79327ud00; however, no trends were identified for list number 08p13. A review of the device history record did not identify any non-conformances, potential non conformances, or deviations with lot 79327ud00 and the complaint issue. The overall performance of the alinity I stat high sensitive troponin I reagents in the field was reviewed using data from customers worldwide. The patient median value for lot 79327ud00 is within the established limits and comparable to the historical reagent lot performance. Accuracy testing on alinity I stat high sensitive troponin I, lot 79327ud00, was performed. All validity and acceptance criteria have been met, indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot number 79327ud00.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on sample 2 for a patient who presented to the emergency department with chest pain. The following data was provided: cut off: male is 34.2 ng/l; female is 15.6 ng/l. Sid (B)(6): (B)(6) 2025 @ 13:39 sample 1 result = <4.0 ng/l. (B)(6) 2025 @ 16:45 sample 2 result = 73.4 ng/l, repeat results (08dec2025) = 1.2 ng/l and 1.0 ng/l. (B)(6) 2025 @ 20:10 sample 3 result = <4.0 ng/l. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-24 that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on sample 2 for a patient who presented to the emergency department with chest pain. The following data was provided: cut off: male is 34.2 ng/l; female is 15.6 ng/l sid (B)(6): (B)(6) 2025 @ 13:39 sample 1 result = <4.0 ng/l, (B)(6) 2025 @ 16:45 sample 2 result = 73.4 ng/l, repeat results (08dec2025) = 1.2 ng/l and 1.0 ng/l, (B)(6) 2025 @ 20:10 sample 3 result = <4.0 ng/l. No impact to patient management was reported.